Event description:
2 minutes into treatment, pt reported having a tingling sensation and numbness in the mouth and felt very "strange". Treatment was stopped and the set up was changed out. Treatment was reinitiated on a "dry pack" dialyzer and pt completed treatment without any complications. No hositalization was required. Pt doing fine with no further problems reported.